Event description:
It was reported that on (B)(6) 2011 the patient presented with pseudo arthrosis at l4-5, loose hardware and gross instability. The patient underwent the following operations: 1. Exploration and fusion. 2. Removal of hardware l4 and l5. 3. Posterior lumbar fusion. 4. Instrumentation with pedicle screws and rods. 5. Use of intraoperative monitoring. 6. Use of allograft and rhbmp-2. The appropriate size femoral allograft ring of 14 mm in height was found. This was then packed with one half sponge of rhbmp-2 and bone graft together. The disc was then irrigated and final prep was made for placing the interbody graft.. This was then placed using the ramps in a secure and save fashion. This was tamped into place. Complications : none. (B)(6) 2012 the patient presented with complains of numbness and tingling in both hands, lower back pain, which radiated down both e xtremities. She has had cervical and lumbar epidural injections with good results. She has had lower back pain. Electromyography of the lower extremities was performed. Conclusion: studies revealed electrical evidence of bilateral l5 lumbar radiculopathy with a superimposed mild peripheral neuropathy. Nerve conduction studies of the upper extremities were compared to the study of (B)(6) 2012 and it revealed mild bilateral carpal tunnel syndrome, it is slightly better when compared to the studies of (B)(6) 2012. Assessment: 1. Status post multiple lumbar surgery with failed back syndrome with persistent lumbar radiculopathy. 2. Mild persistent bilateral carpal tunnel syndrome. 3. Status post left foot surgery. 4. Bilateral l5 radiculopathy. 5. Traumatic myofascial pain syndrome. (B)(6) 2013 the patient underwent CT of the lumbosacral spine without IV contrast. A comparison was done with CT myelogram from (B)(6) 2010. Impression: posterior decompression l5 laminectomy and circumferential fusion at l4-5 with pars defects or pseudoarthrosis bilaterally at l4-5 along the posterior element osseous fusion mass as described above, not significantly changed. Grade 1 anterolisthesis of l4 on l5 appears unchanged. Transitional lumbosacral anatomy with a partially sacralized l5, which shows a large right transverse process that is forming a pseudoarthrosis with the right sacrum that has arthritic changes noted at the pseudoarthrosis as above. No definite evidence of sacral stress fracture. Multilevel spondylosis, which appears more prominent, particularly at the l2-3 level as described above. Multilevel neural foraminal narrowing is noted, which is most prominent at l4-5, where there is severe right and moderate left neural foraminal narrowing, not significantly changed. Evaluation of the central canal is particularly limited at the level of fusion at l4-5 and just above the fused level at l3-4 secondary to hardware artifact. No definite central canal stenosis is appreciated elsewhere in the lumbar spine. (B)(6) 2013 the patient presented with complains of persistent neck pain, which radiated down both upper extremities and persistent lower back pain, which radiated down both lower extremities, left greater than right. Assessment: 1. Status post l2 through l5 lumbar surgery with fusion and hardware with persistent lumbar radiculopathy. 2. Failed back syndrome. 3. Lumbar stenosis with lumbar degenerative disc disease. 4. Lumbar facet syndrome. 5. C5 through c7 disc bulges. 6. Cervical and lumbar radiculopathy. 7. Permanent scarring to the lumbar region. (B)(6) 2013 the patient underwent the following procedure: caudal steroid epidural injection with contrast dye.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient underwent a surgery. Pre-op diagnoses: l5-s1 spondylosis, disk herniation, and facet arthropathy. She underwent the following operations: 1. L5 and s1 laminectomies and medially facetectomies and foraminotomies, microscopic technique. 2. Tr ansforaminal lumbar interbody fusion with structural synthetic cage with rhbmp-2 and local autograft. 3. L5-s1 pedicle screw instrumentation. 4. Intraoperative fluoroscopy, physician guided. The patient has a history of excruciating low back and lower extremity pain and paresthesias with severe weakness of the right foot. Imaging revealed compression at the l5-s1 level with what appeared to be disk herniation and extruded fragments into the spinal canal with facet arthropathy. Per op notes:an appropriate size peek interbody spacer filled with rhbmp-2 graft material was placed into the disk space under fluoroscopic guidance.. The position was very satisfactory. Autograft chips had been packed into the space ahead of it. (B)(6) 2010 the patient underwent lumbar CT myelogram. Comparison: lumbar spine views dated (B)(6) 2010 and lumbar spine MRI dated (B)(6) 2010. Impression: postsurgical changes of l5 laminectomy and posterior lumbar fusion at l4-5, as described above. Minimal lucency surrounding the anterior left l4 transpedicular screw may reflect a degree of hardware loosening. Degenerative changes are most pronounced at l3-4 where a large diffuse disc bulge, mild bilateral facet arthrosis, and moderate ligamentum flavum hypertrophy result in moderate-to-severe central canal narrowing and moderate-to-severe bilateral neural foramina! Narrowing at the level of the intervertebral disc. A superimposed extruded disc fragment extending inferiorly along the posterior aspect of the l4 vertebral body contributes to severe central canal narrowing at the level of the l4 vertebral body in conjunction with ligamentum flavum hypertrophy. Minimal retrolisthesis and left laterallisthesis at l2-3 and grade 1 anterolisthesis at l4-5, as described above. Bilateral pars interarticularis defects at l4-5.